Event description:
Patient reported having been injected with unspecified filler to the mid face (cheeks and tear troughs). Patient was given prilox prior to injection and ice post injection. Three days after the injection, the patient developed bluish discoloration in the jawline. Patient was given unspecified treatment and symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bluish discoloration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having been injected with unspecified filler to the mid face (cheeks and tear troughs). Patient was given prilox prior to injection and ice post injection. Three days after the injection, the patient developed bluish discoloration in the jawline. Patient was given unspecified treatment and symptoms have resolved.